Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient developed an irritation under his under the back therapy electrodes from sweating. The patient his physician prescribed a fluocinonide cream. The patient used the fluocinonide cream and the irritation was improving.